Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. Fluoroscopy was performed and the lv lead was found to be dislodged. The physician elected to reposition the lv lead and while the physician attempted maneuvering, the lv lead had difficulty advancing through the guidewire. Eventually, the lv was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited a high capture threshold. Fluoroscopy and x-ray were performed to confirm the ra lead had lost slack prior to the procedure. Therefore, during the procedure, the physician added additional slack to the ra lead to resolve the issue. The patient was in stable condition.